Event description:
It was reported that there was an administration set that would not disconnect from an unknown three way stop cock. This was identified after infusion. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection identified that the luer lock collar had stepped back along the tubing and there was a crack on the collar. The device could not be disconnected from the attached stop cock. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.